Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when they were logging into the navigation application, the screen on the navigation went black and there was a blinking cursor in the left corner. Technical services walked then through further troubleshooting. Troubleshooting involved running "f" in recovery to fix the issue. After they did this the issue resolved. Software engineers reviewed the reported issue and the issue is consistent with a known software issue. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when they were logging into the navigation application, the screen on the navigation went black and there was a blinking cursor in the left corner. Technical services walked then through further troubleshooting. Troubleshooting involved running "f" in recovery to fix the issue. After they did this the issue resolved. Software engineers reviewed the reported issue and the issue is consistent with a known software issue. No patient was present at the time of the event.